Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), genital haemorrhage ("bleeding") and pelvic pain ("severe lower pelvic pain") in a (B)(6) female patient who had essure (batch no. 685782) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("extreme bouts of fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), menstrual disorder ("abnormal bleeding during menstruation / abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe, abnormal cramping (not during menstruation)"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), leukoplakia ("sores in mouth leukoplakia") and arthralgia ("hip pain"). The patient was treated with surgery. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, fatigue, alopecia, dysgeusia, vaginal haemorrhage, headache, leukoplakia and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, leukoplakia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010; hysterosalpingogram clinical history: patient status tubal ligation with essure device placement. Confirm tubal occlusion. Impression: no spillage of contrast from the fallopian tubes confirming tubal occlusion. Intravasation of contrast into the right parametrial lymphatics and venous system as above. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events cramping, dyspareunia, fatigue, alopecia, pelvic pain. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lab test were added. Events arthralgia, leukoplakia, headache, vaginal hemorrhage, device dislocation, and genital haemorrhage were added. Follow-up 1 and 2 processed together. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), genital haemorrhage ("bleeding") and pelvic pain ("severe lower pelvic pain") in a 31-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("extreme bouts of fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), menstrual disorder ("abnormal bleeding during menstruation / abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe, abnormal cramping (not during menstruation)"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), leukoplakia ("sores in mouth leukoplakia") and arthralgia ("hip pain"). The patient was treated with surgery. Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, fatigue, alopecia, dysgeusia, vaginal haemorrhage, headache, leukoplakia and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, leukoplakia, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 26jul2010; hysterosalpingogram clinical history: patient status tubal ligation with essure device placement. Confirm tubal occlusion. Impression: 1. No spillage of contrast from the fallopian tubes confirming tubal occlusion. 2. Intravasation of contrast into the right parametrial lymphatics and venous system as above. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events cramping, dyspareunia, fatigue, alopecia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), genital haemorrhage ("bleeding") and pelvic pain ("severe lower pelvic pain") in a 31-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), fatigue ("extreme bouts of fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), menstrual disorder ("abnormal bleeding during menstruation / abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe, abnormal cramping (not during menstruation)"), back pain ("severe back pain"), dysgeusia ("metallic taste in her mouth"), leukoplakia ("sores in mouth leukoplakia"), arthralgia ("hip pain") and musculoskeletal pain ("gluteus muscle pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, fatigue, alopecia, dysgeusia, vaginal haemorrhage, headache, leukoplakia, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, leukoplakia, menorrhagia, menstrual disorder, migraine, musculoskeletal pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 26jul2010; hysterosalpingogram clinical history: patient status tubal ligation with essure device placement. Confirm tubal occlusion. Impression: 1. No spillage of contrast from the fallopian tubes confirming tubal occlusion. 2. Intravasation of contrast into the right parametrial lymphatics and venous system as above. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events cramping, dyspareunia, fatigue, alopecia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Events added from pfs- gluteus muscle pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.